Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16.5mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasonic mode output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the probe broke. Based upon the finding of the evaluation, this report appears to be related to user handling. The instruction manual of sonosurg mentions warning and caution. Do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment.

Event description:
Olympus was reported that the probe tip was broken. There was no patient harm reported.